Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing which included complete calibration and outgoing system testing without duplicating the customer's report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor fault-2001 " error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.